Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. The patient passed out. The cgm was reading 250 mg/dl and the blood glucose reading was 46 mg/dl. The patient was treated with juice to bring glucose to the safe level. There was no documentation of further medical evaluation or intervention for passing out due to hypoglycemia. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.